Manufacturer narrative:
The device was not returned for evaluation as it was discarded. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints valve alignment difficulty and valve not between alignment markers and deployed were unable to be confirmed as no device or imagery were provided for evaluation. Additionally, a review of IFU/training materials revealed no deficiencies. The complaint of valve alignment difficulty, as reported, ''during alignment of the 23mm s3u on the 23mm commander balloon, the valve was overdriven approximately 5 mm during fine alignment.'' Additionally, the event description stated, ''the root cause of the alignment difficulties was overdriving of the balloon.'' Per the training manual, ''do not position the thv past the distal valve alignment marker. This will prevent proper thv deployment.'' Based on the event description, it is likely that during fine adjustment, the fine adjust wheel was over-dialed, causing the valve to move past the distal valve alignment marker. As such, available information suggests that use error (over-rotation of fine adjust) may have contributed to the complaint event. No device problem or manufacturing non-conformance that would have contributed to the complaint event was identified during the evaluation. No labeling/IFU deficiencies were identified. Therefore, no further corrective or preventative actions are required. For the complaint of valve not between alignment markers and deployed, the event description reported, the valve was not between the markers before valve deployment and was past the markers. Per IFU and training manual, the user is instructed to check to ensure the thv is exactly between the valve alignment markers prior to deployment. In this case, the thv was not centered between the alignment markers prior to valve deployment. As such, available information suggests that use error (not follow instructions) may have contributed to the complaint event. No device problem or manufacturing non-conformance that would have contributed to the complaint event was identified during the evaluation. No labeling/IFU deficiencies were identified. Therefore, no further corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. This is one of two manufacturer reports being submitted for this case.

Manufacturer narrative:
The investigation is ongoing, a supplemental report will be submitted upon completion. This is one of two manufacturer reports being submitted for this case.

Event description:
Edwards received notification from a field clinical specialist that a patient underwent transfemoral tavr, with a 23mm sapien 3 ultra valve. As reported, during alignment of the 23mm s3u on the 23mm commander balloon, the valve was overdriven approximately 5mm during fine alignment. The valve was not between the markers before valve deployment and was past the markers. The team discussed options and decided to attempt to deploy the valve after crossing the annulus. As the balloon was inflated the proximal portion of the valve only began to expand. The operators kept the temporary pacemaker running and deflated the commander balloon and advanced it further into the valve. The commander balloon was re-inflated resulting in full deployment of valve. The operator removed the device and wire. Aortography demonstrated a low deployment of the s3u valve. A second valve and delivery system were opened and prepared. During this time, the implanted 23mm s3u valve migrated into the left ventricle. The patient was placed on cpb, a sternotomy was performed and the 23mm s3u was explanted. A 23 mm edwards inspiris resilia valve was implanted. During the surgery, it was noted the papillary muscle was torn so a mitral repair was performed. The patient's chest was closed and the patient was sent to recovery is stable condition. It is possible that the mitral injury occurred as a result of the thv embolization. The root cause of the alignment difficulties was overdriving of the balloon.